Event description:
It was reported that during a pph procedure, the device cut but did not staple. The patient required a transfusion of 2 units of blood, and the or time was extended 30-45 minutes for hand-suturing.